Event description:
Boston scientific received information that during the attempted implant of this right ventricular (rv) lead, no capture was noted during the pacing threshold test. The lead was positioned several times but it was not able to capture the patient's tissue during pacing. The lead was extracted and successfully replaced. Visual inspection of the lead noted there was blood under the insulation. No adverse patient effects were reported. The lead will be returned for laboratory analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection found blood infiltration past the helix mechanism and up through the lead¿s lumen. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observation of no capture and the lead was found to be electrically continuous. In addition, analysis was able to confirm the blood infiltration as a result of blood entering the lead lumen through the helix mechanism. No cuts or abrasions in the insulation were noted.

Manufacturer narrative:
This report will be updated upon return and completion of analysis.